Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h6 the device was returned to olympus for inspection, and the reportable malfunctions were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunctions were not confirmed during evaluation, the definitive root causes of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image and an olympus tv error (e118) was displayed. The issue occurred during a therapeutic surgery. The procedure was completed with a similar device. There were no reports of patient harm.